Event description:
It was reported that the balloon catheter was advanced to the circumflex, which had an in-stent restenosis; however, the balloon catheter would not cross the lesion. Upon removal of the balloon catheter, there was resistance encountered with the guide wire. The balloon catheter was maneuvered (pulled) and the shaft snapped in half. The patient was sent to surgery to remove the distal portion of the balloon catheter.